Event description:
It was reported that the patient was "not well" and presented to the hospital after an episode of right ventricular (rv) lead noise was observed on the remote transmission. It was noted there was high rv pacing impedance observed, along with a suspected lead fracture. An x-ray was performed, which showed "no obvious issues," and lead replacement procedure scheduled. However, due to patient anatomy, the procedure was abandoned and the lead extraction would be planned for a later date. At a device check nearly two weeks later, the rv lead exhibited stable impedance measurements and that the noise could no longer be reproduced by provocation. However, it was added the electrogram (egm) showed atrial fibrillation (af) with oversensing of non-sustained noise on the rv lead and high impedance and the lead replacement procedure was scheduled for the same day. The rv lead remains in the patient at this time and all tachycardia therapies have been disabled. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product(s): 3261-40 competitor device. (B)(4).